Event description:
It was reported that there was a malfunction on the pump. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer received assistance in resetting the pump, and the malfunction code did not recur. Customer was advised that they could continue using the pump and to call back if any issues reappeared. Customer declined further assistance with resuming insulin therapy.